Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient expired while using a ventilator. An associate from the manufacturer went to the reporting facility to download the device event logs. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The event was reported to have occurred on (B)(6) 2019. On the reported day of the event, at 14:52:46 local time, the device logged a peak expiratory pressure alarm with a duration of 238 seconds (approximately 4 minutes). The device logged a peak inspiratory pressure alarm at 14:52:47 with the same duration. These are the only events with clinical significance logged on the reported day of the event. Based on review of the downloaded event logs, the manufacturer concludes the ventilator operated and alarmed as designed.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.